Event description:
There were multiple episodes of the codan bifuse sets with 1.2 micron filter in line breaking / leaking at the tubing insertion sites. When leak or break occurred the infusion was stopped and intravenous central line was changed out. Three (3) patients had their tpn interrupted with d10 hung to cover until new tpn could be prepared and delivered to the units. Devices were retained and reported to be returned to manufacturer for evaluation.

Event description:
There were multiple episodes of the codan bifuse sets with 1.2 micron filter in line breaking / leaking at the tubing insertion sites. When leak or break occurred the infusion was stopped and intravenous central line was changed out. 3 patients had their tpn interrupted with d10 hung to cover until new tpn could be prepared and delivered to the units. Devices were retained and reported to be returned to manufacturer for evaluation.